Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with blurry vision in both eyes at one week post treatment. Surgeon reported that vision and cornea health had been good until then. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurred vision in both eyes and dry eye. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2014; right eye pre-op 20/20 3.25 x -.75 x 135; left eye pre-op 20/20 3.75 x -.75 x 50. Bcva from (B)(6) 2014; right eye pre-op 20/30 00 x 00 x 90; left eye pre-op 20/40 00 x 00 x 90.